Event description:
Pt underwent fistulogram with balloon angioplasty of the right subclavian and right brachiocephalic vein. During the procedure, the balloon used in the pt's blood vessel appeared to look torn when removed through the sheath. Integrity of balloon was checked by inflating the balloon while on the back table after the tear was discovered. The balloon appeared to have been torn only in the outer layer.